Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained an x series device to continue treating the patient. However, the complainant alleged that the device was unable to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device algorithm appropriately advised the user based on our review of the file. The first analysis resulted in a shock; later analyses resulted in no shock advised, which coincided with the ECG review. The electrode pads used during the event were intact and worked properly. The device passed all tests and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.